Event description:
The lead was returned to the manufacturer from an unknown source with no information. Review of the manufacture's database revealed the patient was deceased. The lead was subsequently analyzed and tested out of specification. A cause of death was requested but not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. Attempt(s) for additional information were unsuccessful. However, if requested additional information is subsequently received it would be processed and considered accordingly. Product event summary: the proximal segment of the lead was returned. Visual summary analysis was performed and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. Concomitant product: 419388 lead, implanted: (B)(6) 2008. (B)(4).